Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the bed had foot right load cell that was not functioning properly. The bed would not zero or weight. No pt involvement or adverse consequences are reported.